Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed the patients total knee on (B)(6) 2020. Unfortunately, shortly after surgery, the patient contracted covid-19. This left the patient bed bound for several weeks, where the patient was unable to keep up on their post-op physical therapy. Their knee became very tight and they lost their full range of motion. It was also reported that the surgeon examined the knee to see if their were any issues with the implanted components, and everything appeared to be appropriately positioned. The surgeon decided this patient would benefit from having their components revised to an attune crs. After surgery the patient was able to achieve excellent range of motion, as well as excellent stability with revision components in place. Final components were opened and implanted, and the closing process began. No surgical delay. Doi: (B)(6) 2020, dor: (B)(6) 2021, right knee.